Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e1208 / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient received an alert from the tandem mobi insulin pump indicating a sensor failure, occurring three days after the sensor had been placed on the abdomen. The patient reported experiencing several days of symptoms prior to hospitalization, including significant weight loss, vomiting, light sensitivity, and generalized weakness. The egv values during the symptomatic period were not described in the available documentation. The patient was transported to the hospital by her daughter-in-law, where an initial blood glucose measurement was obtained and found to be 1200 mg/dl. The patient was admitted to the ICU for treatment. During the call, the patient was unable to provide additional details regarding the event. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.